Event description:
A lifesite cannula broke near the stem of the lifesite valve and migrated down into the inferior vena cava. Surgical intervention was required through the right femoral vein to take the cannula out. The lifesite device was used only on 2 occassions when the patient presented in shock and required urgent resuscitation by fluid infusion.